Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an "oil leak." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.